Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. Analysis was unable to verify the unresponsive button due to blank display. However, no damage was found on keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 120 mg/dl at the time of incident. The customer was advised to monitor the time display. The customer stated that the time changed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.